Event description:
Treatment of a left cavernous (cav) aneurysm. It was reported that the pipeline was not fully opened after deployment and a balloon was used to improve wall apposition (which is an option presented in the instruction for use). No injury was reported with the pt as a result of the procedure. Same event as MDR# 2029214-2012-00680.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the pt. (B)(4).